Event description:
It was reported that a patient enrolled in a clinical study underwent left knee arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a manipulation of the left knee due to arthrofibrosis on three separate occasions, (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿inadequate range of motion due to improper selection or positioning of components.¿